Manufacturer narrative:
During assessment of the device received for the 8110 syringe recall, multiple issues (unrelated to the recall process) were observed and repaired by service. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause for the repair performed due to the 8110 syringe recall was identified by service as a faulty logic/controller board due to a software issue. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The device sent in for the 8110 syringe recall was affected by the recall (r066). During the recall process, multiple issues with the device unrelated to the recall were observed and repaired. The root cause of the device affected by the 8110 syringe recall was identified by service as due to a faulty logic/controller board due to a software issue. The proximate cause for items 2 through 8 were identified by service as not applicable/unknown. The right iui had cracked ribs. The left iui was damaged/cracked. The tube drive was bent. The split nuts were worn. The left/right handle was cracked.

Event description:
The device was found to have damaged components.